Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection observed that the banana plug was detached. Testing was performed on the event unit which confirmed the complainant¿s experience as the monopolar function did not work. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by banana plug not being attached properly during manufacturing. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hernia repair. Event description: the surgeon was using the scissors with monopolar energy. The device did not work when they pressed the pedal. They removed the scissors from the monopolar cord and unplugged the device. A metal piece came out in the area that connects the cord and scissors around the handle. The case was completed with the new device. No patient injury. Product is available for return. Additional information was received via email on 14aug2023 from [name], account manager I, applied medical "the device¿s lot number is 1485379." Patient status: no patient injury. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic hernia repair. Event description: the surgeon was using the scissors with monopolar energy. The device did not work when they pressed the pedal. They removed the scissors from the monopolar cord and unplugged the device. A metal piece came out in the area that connects the cord and scissors around the handle. The case was completed with the new device. No patient injury. Product is available for return. Patient status: no patient injury. Intervention: the case was completed with the new device.